Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51-88 mg/dl; cause was due to customer inadvertently setting incorrect personal profile settings where the basal rate was too high. Reportedly, the customer consumed carbohydrates to address bg level. Customer was advised and assisted with returning to normal basal rates.